Event description:
It was reported that during the initial placement of this right ventricular (rv) lead it was discovered that the patient had tortuous anatomy. The helix mechanism was extended multiple times. The pace impedance was then tested and a high out-of-range measurement of greater than 3,000 ohms occurred. The results were duplicated when the rv lead was tested on the pacing system analyzer (psa). The lead was removed and replaced; it was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This supplemental report is being filed because the product analysis has been completed.